Manufacturer narrative:
Insulin pump was seated during displacement test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test and prime test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received no delivery alarm. The blood glucose level was unknown. Customer was assisted with troubleshoot. Customer state that insulin did not exist. The product will be returned for the analysis.

Manufacturer narrative:
Device was seated and alarmed no delivery during displacement test due to faulty force sensor resistor. Unable to perform basic occlusion test and prime test. The motor was tested outside the device and passed.